Event description:
It was reported that a patient hadn¿t used her implantable neurostimulator (ins) in quite a while, was lazy, and didn¿t feel comfortable using it or with it on. The patient was urinating and incontinent. She also had a bladder infection and wanted to know if not using the device would cause bladder infections. She was currently being treated for the bladder infection. The patient needed surgery unrelated to the device or therapy but it wouldn¿t be done until the bladder infection cleared. The patient planned to follow up with her physician after she had her surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va03u6x, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).